Manufacturer narrative:
Exact date unknown, event occurred several months ago.

Event description:
It was reported that the patients ipg was not working. The patient underwent an ipg explant procedure. The explanted ipg was not returned per facility policy.